Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had had switched out the pump as it showed 30minutes in one battery and a fully charged second battery and then the pump shut-down and made a constant alarm. Plugging into another outlet the pump would not charge and continued to make a constant alarm even after unplugged for some time. Rescue mode was re-engaged but pump was fully inserted into hospital cart. Pump has been plugged-in for over an hour and is not charging and continuing to alarm. It won't turn-on. Pump has been removed from service. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair not done.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit when placed was fully charged and operating fine. Customer called four hours later to say the unit had been switched out as it showed less than thirty minutes in one battery and a fully charged on the second battery and then the pump shut-down and made a constant alarm. Customer tried plugging unit into another outlet the pump still would not charge and make a constant alarm even after being unplugged. Rescue mode was re-engaged but the pump was fully inserted into hospital cart. Pump was plugged in for over an hour and has not charged with a continuous alarm. The pump has been removed from service. There was no patient harm reported.